Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device has a dim display. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer that the device had the 1st generation liquid crystal display (lcd) installed, so the rse informed the customer that they would need a 2nd generation lcd. The rse provided the part information for the parts needed to upgrade from the 1st generation lcd to the 2nd generation lcd. The rse also provided the customer with the part information for the all-in-one user interface assembly without navigation ring.